Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger h3: analysis of the returned wireless recharger (s/n:(B)(6) revealed that the patient's complaint was confirmed, the led's scroll continuously and the device is unresponsive. The flash read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that the patient had not been able to charge their implantable neurostimulator (ins) for probably a couple of months. The patient said they left it plugged in for 24 hours already and changed the cord and even a different cord and nothing was helping at all. The patient said the green battery lights scrolled when on the dock and the lights went off when off the dock. The patient was assisted with resetting the charger while off the dock and while on the dock plugged into power but the patient reported the battery lights were scrolling while on the dock, and no lights showed when it was off the dock. The issue was not resolved through troubleshooting. A replacement wireless recharger was requested to be sent out. The patient said they didn't remember the name of their healthcare provider (hcp) and hadn't seen them since implant.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.